Manufacturer narrative:
Additional information: d9 correction: b5 device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user facility reported that the device had run on during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The device overheated during a service evaluation at the manufacturer facility. There were no adverse consequences related to this event.